Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off, +p insulation resistance, and hi-pot tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was pulled from the strain relief. Upon investigation, u713 (mixed signal microcontroller) on the distribution node (dn) pca was found to be shorted at pin 4. Additionally, op amps u703 and u720 on the dn pca were found to have pins out of tolerance. The root cause of the damaged trunk cable cannot be positively identified but is likely due to physical abuse. The root cause of the shorted u713 pin and out of tolerance u703 and u720 was unable to be positively identified. No adverse event resulted from the damaged belt. The last patient to use this belt did not report any deficiencies.